Event description:
It was reported that during a routine device change out procedure, loss of output was observed upon opening the pocket using electrocautery and the patient became asystolic; transcutaneous pacing was required. The device was explanted and replaced and the patient did not have any lasting ill effects.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.